Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet screen developed spots resembling condensation and the device intermittently failed to register meal announcements, coinciding with the onset of screen issues after the device had been exposed to a wet environment in a sports bag. Symptoms included episodes of high and low blood glucose, with occasional trace ketones reported and corrective insulin injections administered, without hospitalization or immediate health effects. Outcomes included fluctuations in glycemic control. Investigation included review of the reported device damage, user reports, and replacement of the device with return of the original for assessment. Investigation of this device revealed a damaged display consistent with screen delamination and moisture intrusion affecting the user interface, which plausibly interfered with meal announcement functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical and moisture damage leading to device component failure.